Event description:
It was reported that iab would not go through insertion sheath. A competitor's product was used without further difficulty. There were no reported pt complications.

Manufacturer narrative:
Sample will not be returned. Lot number was not reported so DHR review is not possible. Root cause unk.